Manufacturer narrative:
(B)(4). PMA/510(k) number: k101880.

Event description:
It was reported implant removed due to fracture.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). An imp,tsv,mcol mg,4.7mm,8mm (item # tsvmwb8) was received for investigation. Visual evaluation of the as returned product identified fracturing of the collar as reported. An unreported fractured screw was noted within the implant. However, follow-up with the customer verified that the screw fracture was not noted separately from the implant fracture event. Therefore, it is determined that the screw fractured as a result of the implant fracture. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. No pre-existing conditions were noted on the product experience report (per). The reported device was located on an unknown tooth location and was used for approximately 4 months. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional complaints for this lot. Complainant reported implant fracture. The products were returned and the reported event is confirmed through visual and physical evaluation of the returned products based on the evaluation, the device malfunction had occurred. A definitive root cause could not be identified. The following sections have been updated: b4: date of this report. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H6: evaluation codes. H10: additional narrative